Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-04452. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the laa and a 30 mm watchman ® laa closure device and delivery system (wds) was advanced and deployed. The closure device deployment was too proximal, so they attempted a full recapture; however, the closure device was as unable to be pulled back into the was. They re-deployed the closure device in the left atrium and tried to do another full recapture, again the closure device would not pull back into the sheath. Since the closure device was mostly in the sheath, they started pulling the sheath back across the septum when the closure device became separated from the core wire. Only half of the closure device was inside the sheath,when biopsy forceps were introduced into the sheath to try and retrieve the closure device. The closure device ended up getting pushed out of the sheath and expanded in the right atrium. The closure device was eventually snared out of the right atrium and removed from the body. The patient was fine, so access was obtained again with another was and they successfully implanted a new 30 mm closure device. No further patient complications were reported. The patient's status is fine.

Event description:
Same case as MFR: 2134265-2018-04452. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the laa and a 30mm watchman ® laa closure device & delivery system (wds) was advanced and deployed. The closure device deployment was too proximal, so they attempted a full recapture; however, the closure device was as unable to be pulled back into the was. They re-deployed the closure device in the left atrium and tried to do another full recapture, again the closure device would not pull back into the sheath. Since the closure device was mostly in the sheath, they started pulling the sheath back across the septum when the closure device became separated from the core wire. Only half of the closure device was inside the sheath,when biopsy forceps were introduced into the sheath to try and retrieve the closure device. The closure device ended up getting pushed out of the sheath and expanded in the right atrium. The closure device was eventually snared out of the right atrium and removed from the body. The patient was fine, so access was obtained again with another was and they successfully implanted a new 30mm closure device. No further patient complications were reported. The patient's status is fine.

Manufacturer narrative:
Device avail. For evaluation, returned to manufacturer on, device returned to manufacture, device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: the returned product consisted of the watchman access system (was) with the related watchman ® laa closure device & delivery system (wds). The device was bloody. The tip, sheath and hub/valve were microscopically and tactile inspected. Inspection revealed tip damage (tip folded backwards onto the sheath/slight delamination), shaft damage (buckling) located 4.5 cm from the tip, and there were numerous kinks in the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing could not be carried out due to the device damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).